Event description:
It was reported that the customer using an ilet with dexcom g7 experienced recurrent low and high blood glucose after a recent target adjustment, with lows prompting frequent glucose tab use followed by rebound hyperglycemia; the spouse also sought guidance on whether to give a manual injection versus allowing the ilet to correct, and was advised to allow automated treatment. Symptoms included hypoglycemia and hyperglycemia. Outcomes included troubleshooting and education, including guidance on the 15-15 rule, meal announcement practices while the ilet is learning, deferring announcements during lows until glucose is treated, and expectations for time to correction from markedly elevated glucose. Investigation included review of available reports and customer interview. Investigation of this case revealed no device malfunction reported and suggested use-related factors, including recent target change, frequent corrective carbohydrate intake, and nonstandard meal announcements, as contributors to unstable glucose control. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.